Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 13-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 13-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the patient had 2 years of excellent pain relief but also dropped 120 pounds of weight between (B)(6) 2018 and (B)(6)2020. The caller states the patient's leads moved because of the weight loss and thus a revision of the leads was scheduled. The patient¿s ins had also moved due to the weight loss and pocket revision was performed. The rep reported they moved the ins to a new pocket. No further complications were reported/anticipated. (B)(4).